Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have low blood glucose at 2:00 pm and passed out for 4 hours and 55 min. No mention of how this was treated as customer was unconscious (level not mentioned). Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, it was determined that customer was using an old reservoir for 2 and a half weeks. Customer has no reservoir. Assisted with set change and will ship emergency supplies. The customer reported that the insulin pump was broken. The insulin pump was returned for analysis.